Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier would not close down on the clips on the first and second firings. Used a new instrument. There was no pt consequence.

Manufacturer narrative:
(B)(4). Malformed clip. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled and the advancer bypassed the clips causing 3 pear shaped clips. The instrument locked out but the orange indicator was beyond of its intended position. A corrective action has been initiated to address the root cause of the bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.